Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Found corrosion on battery contacts, passed after repairs. Unable to confirm customer complaint of "cassette error". Performed visual inspection and functional testing per pvt (product verification testing), as well as an nda (no disposable attached) test. Event log includes several instances of "cassette not attached properly", and "cassette damaged". Unable to duplicate error. No action taken at this time. Observed corrosion in battery compartment, replaced battery compartment. Repairs confirmed with visual inspection and functional testing per pvt. Probable cause unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.